Manufacturer narrative:
The instructions for use (IFU) for the gore® tag® thoracic endoprosthesis specifies; using multiple devices: when multiple endoprostheses are used to compensate for aortic taper or treatment length, adhere to the sizing guide in conjunction with the recommended guidelines below: overlapped endoprostheses should be one to two sizes different in diameter with an overlap of at least 3 cm (gold band to gold band). Additionally, the IFU states; adverse events that may occur include, but are not limited to include: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a thoracic aortic dissection and was implanted with two conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure. On an unknown date in (B)(6) 2018, estimated to be (B)(6) 2018; computed tomography (CT) scan determined aneurysm enlargement (amount unknown) and a suspected type iii endoleak originating from the overlap zone of the two conformable gore® tag® thoracic endoprostheses. Imaging was unable to confirm a type iii endoleak. On (B)(6) 2019, the patient underwent reintervention for treatment of the enlargement and an additional conformable gore® tag® thoracic endoprosthesis was implanted to reline the overlap zone. The patient tolerated the procedure.

Manufacturer narrative:
Please note: this one event included an additional device involved and was reported under medwatch 2017233-2019-00050.